Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second proglide device is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device was returned deployed and missing the plunger, suture and posterior needle tip. Inspection of the device detected a posterior needle tip to cuff miss. There was no detected device damage. During testing, a proxy plunger was inserted to test needle trajectory and the results were successful. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the investigation findings, the reported needle to cuff miss was confirmed and the cause for the cuff miss could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an abdominal aortic aneurysm endograft procedure. Reportedly, the device did not capture the sutures. A second proglide device was used with the same results. It is unknown how hemostasis was achieved. There was no reported adverse patient sequelae. Though requested, no additional information was provided.